Event description:
Additional MFR information received 15-apr-1998: this device remains in service with this pt, therefore no laboratory analysis was performed on this unit. There is no info to indicate the device is not performing as intended. Cpi has reviewed prior communications from this pt. Cpi has no prior info suggesting that the device had caused the damage described in the event. Pt satisfaction may be a function of a sub-pectoral vs. A subcutaneous implant technique used by the physician. To test for possible material rejection, cpi provided an allergy test kit to an allergist for this pt, but cpi does not know the outcome of any allergy testing.